Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4): conclusions: eval based on customer description. No eval will be performed due to age of device (xx years). Customer advised to remove device from service.